Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4).

Event description:
The reporter stated that this was the first time this surgeon used the aa4203tl silicone single piece lens and the optic tore as he was inserting it. The lens was cut and removed with forceps without any damaged to the eye. It was determined that the initial incision was not large enough to accomodate the lens. The incision was slightly enlarged before the replacement lens was implanted. The cause of the event was a surgeon's error.

Manufacturer narrative:
Laf card was received with the patient information. (B)(4).